Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis indicated that the dislodgement allegation was not confirmed. Moreover, sensing issue was confirmed based on observation of insulation damage suggesting a clavicle first/rib entrapment.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Additionally, rv lead had previously low sensing. No additional adverse patient effects were reported.